Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was missing pixels, causing "black area on the screen that covers words on certain menu options" additionally, it was reported that the pump battery was depleting quickly and the pump was not annunciating audible tones for alerts/alarms. Customer's blood glucose was 302-329 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.